Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth location #23 was infected and swollen, therefore had to be removed.

Event description:
Customer provided an updated item and lot number for the implant via email.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the item number/lot number was updated/corrected from xiitp4313, 2021040041 to xiitp4310, 2021090344. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D1: brand name was updated. D4: catalog number and lot number were updated. D4: unique device identifier (UDI) number and device expiration date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H4: device manufacture date was updated. H10: narrative/data was updated.